Manufacturer narrative:
Product event summary: it was reported that the patient experienced a critical battery alarm. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed one (1) critical battery alarm. In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. Additionally, two power disconnect alarms were recorded involving this battery. During the power disconnect alarms, the logs recorded a spurious safety alert word (saw) value for this battery, indicating that a communication error had occurred between the controller and battery. Failure analysis of the returned battery revealed that the device passed functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. An internal investigation investigated communication errors. Of note, the controller in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a critical battery alarm was detected with a charged and well connected battery. The battery was exchanged. No patient complications have been reported as a result of this event.